Event description:
Customer received reports regarding this inform ii system and discrepant results. 7:38am = 484 7:40am = 162 no adverse event was reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.